Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the patient¿s driveline being disconnected was confirmed via the provided log file. The log file contained data spanning 6 days (06nov2018 ¿ 11nov2018 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s driveline was disconnected on (B)(6) 2018 at 10:30. Fuse b was blown at 10:35 on the same day. The driveline disconnected alarm remained active until 13:53 on the same day, when the controller was shut down. No other notable events occurred throughout the log file. The returned system controller was functionally tested, and alarmed with a controller fault due to fuse b being blown. After the fuse had been replaced with a new component, the controller functioned as intended. A log file was extracted from the system controller during testing, but the log file did not contain any new notable information. Atypical driveline disconnect conditions were not reproduced during testing. The root cause of the driveline disconnect alarms was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was corrected. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Approximate age of device ¿ 4 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on(B)(6) 2018. It was reported that the patient was found unconscious in bed with two system controllers and an active driveline disconnected alarm on one of the system controllers. The rescue team arrived and started CPR. At the same time, the driveline connection was checked and it seemed to be connected. After exchanging the system controller, the pump started to operate. The patient was admitted to the ICU and hypothermia therapy was started. The patient developed no signs of any neurological outcome. The patient recovered very well and was prepared for discharge. The system controller log file showed disconnection of the driveline. The patient reportedly does not remember the whole situation. It was reported that the patient may have attempted to exchange the primary system controller after a controller fault advisory alarm occurred, suspected to be due to a scratch or pixel burn on the system controller screen. The log file also revealed that the patient connected the driveline in a 180 degree incorrect position. No additional information was provided.